Event description:
The device was returned to the manufacturer for analysis after an implant duration of 44 months. The device was explanted due to battery depletion. The pump contained compounded baclofen and morphine and hcp is requesting analysis of drug. A follow-up report will be sent if additional information becomes available.